Manufacturer narrative:
A specific root cause could not be identified. The customer noted the issue and analyzer alarms only occurred with a specific type of sample tubes. No issues were encountered when these samples were pipetted and tested in sample cups. The cause of the event was thought to have been a preanalytic issue. During investigation, the field service representative checked the analyzer, replaced the measuring cell and timing belt and ran performance testing which was acceptable. The analyzer was working within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from the primary sample tube was 0.278 miu/ml (negative). The repeat result on (B)(6) 2014 from a sample cup was >10000 miu/ml. Both results were reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 175098 with an expiration date of 03/30/2015.